Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges small black flecks of material at times. There is allegations of atrial fibrillation. Medical intervention was cardioversion. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.